Manufacturer narrative:
(B)(4). It is unknown whether the complaint device will be returned at this time. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the tip of the balance middle weight guide wire separated and remains in the implanted stent. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction : lot # is unknown. Correction : return status changed from returning to not returning. Correction : manufacturing site has changed since the lot # is unknown. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Manipulation of the device resulted in the reported tip detachment; thus resulting in the reported device embedded in vessel or plaque. There is no indication of a product quality issue with respect to manufacture, design or labeling.